Manufacturer narrative:
The perforator has been returned for evaluation. A follow-up report will be filed upon completion of the evaluation.

Event description:
It was reported that the disposable perforator plunged when drilling during a craniotomy and had to be retrieved. No harm to patient. Dura was not torn.